Event description:
A 4.0 mm diameter x 18 mm length driver mx2 stent delivery system was inserted into a patient for the treatment of an unknown lesion. The vessel morphology is unknown. It is unknown if the lesion was pre-dilated. It was reported that the driver mx2 was deployed successfully. However, while removing the black shaft through the z-component, the shaft locked up and the z-component broke in half. The physician was able to remove everything as one unit. The device was not returned. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation code, results and conclusion: device not returned; no cd or films provided.